Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The remote service engineer (rse) evaluated the device; however, the customer refused service. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The customer refused service of the device; therefore, no work was performed by philips.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating no sound from the device. There was no patient involvement.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating no sound from the device. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.